Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Correction to previous medwatch: a device history record (DHR) has not been requested at this time as device information has not been provided. The reason for reoperation was rupture and lymphadenopathy. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Later it was reported "diagnosis "was made because of the swelling of the breast and lymph node on the side where the prosthesis is defective¿. Device remains implanted. Right side.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a rupture discovered via MRI following a lump. Device remains implanted. Right side.